Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported to philips that the equipment does not pass the test because it requests pni and co2 calibration. There was no reported patient involvement.

Manufacturer narrative:
This report is based on information provided by philips field service personnel and has been investigated by the philips complaint handling team. Philips received a complaint on the heartstart mrx monitor/defib indicating the device does not pass the self-test because it requests pni and co2 calibration. The device was not in clinical use at the time the issue was discovered. There was no reported patient impact / injury. Field service engineer (fse) onsite checked and calibrated co2 and pni. After corrective maintenance, the equipment is operational and meets the manufacturer's specifications. The necessary verifications have been carried out to certify the restoration to the operating conditions prior to the breakdown. The device was operational after repairs were completed. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.